Manufacturer narrative:
(B)(4). Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose level was unknown. The customer stated that they was able to clear the alarm. The customer performed self test and it passed. Customer stated that the insulin pump had insulin flow blocked alarm. Customer stated that the insulin exited. Customer also stated that the event was resolved by changing complete set. The insulin pump will be returned for analysis.